Event description:
Clinic notes were received indicating that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results revealed high impedance (impedance value ¿ 9083 ohms). The patient¿s device was not disabled following the high impedance observation. The notes indicate that the patient played rough with another family member and was hit in the chest while wrestling. The patient was sent for x-rays and referred for surgery. No known surgical interventions have occurred to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.

Event description:
Analysis of the returned lead portion was completed. Based on the findings, there is evidence to suggest a discontinuity in the returned portion of the device which may have contributed to the reported allegation. During the visual analysis, the (-) connector pin quadfilar coil appeared to be broken approximately 257mm from the end of the connector boot. Scanning electron microscopy was performed on the connector end of the (-) connector pin quadfilar coil break (found at 257mm) and identified the area as being mechanically damaged which prevented identification of the coil fracture type and no pitting. Determination could not conclusively be made on the fracture mechanism. Scanning electron microscopy was performed on the electrode (mating) end of the (-) connector pin quadfilar coil break (found at 257mm) and identified the area as having extensive pitting which prevented identification of the coil fracture type. Pitting was observed on the coil surface. It is believed that stimulation was present for a certain period of time as evidenced by the presence of metal pitting. Low magnification sem analysis of the quadfilar coil shows characteristics typical of a lead discontinuity. The abraded openings and tool and tear marks found on the outer silicone tubing most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the outer silicone tubing. The tear marks found on the inner silicone tubes most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids found inside the inner silicone tubes. With the exception of the observed discontinuity, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed and no other discontinuities were identified. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that the patient underwent generator and lead replacement. The generator and lead were returned for analysis. An implant card indicated that the devices were replaced due to lead discontinuity. Analysis of the generator was completed on (B)(4) 2014. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Analysis of the lead is underway, but has not been completed to date.